Event description:
It was reported that the patient with cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. It is unclear if the therapy was exhausted or if it occurred in different episodes. Boston scientific technical services (ts) discussed reprogramming options. This device remains in service. No additional adverse patient effects were reported.